Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. The confirmation of loss of connection could not be determined. A root cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).